Event description:
Surgeon removed non-functioning indwelling port catheter from left subclavian chest. Pressurizing the catheter showed a longitudinal split in the catheter in the area that would have been just under the clavicle.======================manufacturer response for port-a-cath, bard (per site reporter).======================requested return of device for evaluation.